Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited loss of capture and decreased pacing impedance measurements to 300 ohms. Radiography did not reveal any lead movement. As a result, the rv lead was explanted and replaced. The device remains implanted. No additional adverse patient effects were reported.